Event description:
It was reported that the caregiver usually changes the patients foley catheter every four weeks and had to change it early three times because the patient would not be able to flush it. It was noted that foley catheter was not draining but when caregiver taken it out it was clear and doesn't seen any blockage.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. The root cause for this reported problem was unable to determine, however, a potential root cause for this failure mode could be due to a user related (example: salt accumulation/block drainage lumen/no drainage eye). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." Corrections: d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the caregiver usually changes the patients foley catheter every four weeks and had to change it early three times because the patient would not be able to flush it. It was noted that foley catheter was not draining but when caregiver taken it out it was clear and doesn't seen any blockage.